Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50. Serial/lot: (B)(4). Description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient underwent a lead revision procedure due to ineffective therapy. The patient had four leads in the lumbar area that had lost effective use for management over time. Two new leads were implanted and an existing paddle lead was connected to the existing ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50. Serial/lot: (B)(4). Description: linear 3-6 lead 50 cm. Model: sc-8336-70 serial/lot: (B)(4). Description: coverage 32 surgical lead kit 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead revision procedure due to ineffective therapy. The patient had four leads in the lumbar area that had lost effective use for management over time. Two new leads were implanted and an existing paddle lead was connected to the existing ipg.